Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic with episodes of non-sustained rv oversensing. Recommended programming changes were made. The patient was stable.